Event description:
It was reported that the patient felt uncomfortable and went to see their physician for follow-up. It was discovered that the right ventricular (rv) threshold was 7.0 v, and the patient wasn't receiving pacing. X-ray demonstrated that there had been no appreciable difference in the lead location since implant. The patient subsequently underwent rv lead replacement. It was noted that during the lead replacement the lead helix would not retract and that after many attempts it had to be forcibly removed. No additional adverse patient effects occurred. The lead is expected to be returned.